Manufacturer narrative:
MDR 3003442380-2024-04188 - device 3 of 4 e1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 24/apr/2024, it was reported that the patient encountered four infusion set cannulas were kinked/bent within 3 hours after insertion. The insertion site was at abdomen. The patient regularly rotated the site location. The patient's blood glucose at time issue was noticed below 12mmol/l. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.